Event description:
The guide wire separated at the proximal end of the spring tip inside of the distal rca. The pt was put on an intra aortic balloon pump, and an attempt to retrieve the guide wire was made. The pt went to surgery. The guide wire remains in the pt.